Manufacturer narrative:
Testing and investigation by the field service representative at the user facility found the pump did not alarm for proximal air in line. This was due to contamination of the bubble sensor printed circuit board.

Event description:
During preventative maintenance testing at the user facility, the device did not alarm for proximal air in line. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no add'l info was provided.